Manufacturer narrative:
"This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 5 years since the subject device was manufactured. Based on the results of the investigation, the root cause could not be identified. Communication error (b30) occurs when communication with the processor fails. We surmised that b30 error was displayed because communication failure occurred due to the faulty video connector. Olympus will continue to monitor field performance for this device."

Manufacturer narrative:
The device was returned to an olympus service center for evaluation and the reported issue was confirmed. The video connector was broken. A b30 error message occurred due to a faulty video connector. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported by the customer, the high-definition camera head tower connector was broken. The issue was found during preparation for use. No patient harm reported. During the evaluation of the device, it was noted a b30 error message occurred due to a faulty video connector. This report is to capture the reportable malfunction of the b30 error message due to a faulty video connector noted at estimation.